Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. As per verbatim it might be possible the ¿sticky substance¿ observed in the syringe is silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that a sticky string of liquid was found on the plunger of the bd luer-lok¿ tip disposable syringe during use. The following information was provided by the initial reporter: "luer lok - when plunger is pulled back a string of liquid was noticed, it was sticky. May be adhesive. Maybe got too hot during transport."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sticky string of liquid was found on the plunger of the bd luer-lok¿ tip disposable syringe during use. The following information was provided by the initial reporter: "luer lok - when plunger is pulled back a string of liquid was noticed, it was sticky. May be adhesive. Maybe got too hot during transport."